Manufacturer narrative:
The probable cause of this issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following codes have been added: c0201 - electrical/electronic component problem identified. D02 - cause traced to component failure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found system logs recorded error c-26. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c84 on bipolar port 2.the complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced multiple interruptions of bipolar energy accompanied by error c-26. Despite replacing both the bipolar energy cord and the instrument, the issue persisted. The tse advised the user to move the bipolar energy cord connection from the top port to the bottom port on the generator. However, the effect of this change could not be confirmed as the surgeon was not actively using bipolar energy at the time. Additionally, a power cycle of the erbe generator was recommended for the next suitable opportunity, but the user chose not to perform it before the call concluded. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not resolved with during the procedure. Switching the bipolar port from top to bottom did not resolve the issue. The procedure was completed with the same unit.